Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the submental area using the coolmini applicator and may have developed paradoxical hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Manufacturer narrative:
Corrected data.

Event description:
Submental treatment date occurred on (B)(6) 2021.